Event description:
The customer reported that their dxh800 instrument generated erroneous low platelet result for a patient specimen with platelet clumps with no instrument generated flags was provided. The initial specimen was collected in k2edta, bd vacutainer 5 ml tube, stored at room temperature and processed in the single tube presentation mode approximately 1.5 hrs after specimen collection. The erroneous result was submitted out of the laboratory; however, no death, injury, or affect to patient treatment is associated with this event. Controls were run before and after the event; results were within qc specifications. Raw data files were provided and the analysis indicated that the first channel of the wbc histogram is moderately high, but it is not the only criteria used to set plt clump flag. While the scatter plot of the nrbc module does show some events in the debris region, the amount of debris is far less than the triggering threshold as well. The customer performed a manual smear after a delta check flag was triggered for the platelet result and marked platelet clumps were observed. A second specimen was collected in sodium citrate tube (not bci approved tube) for analysis and higher results were obtained, with no platelet clumping observed (customer considers correct). Service was not dispatched for this event. Root cause is unknown. The events did not meet the triggering threshold for a platelet clump flag. However, platelet clumps are listed as interfering substances for the plt and wbc parameters. Root cause is unknown.